Event description:
It was reported that the patient is pacing dependent and when the right ventricular lead fractured the patient experienced syncope and dizziness. The lead had an increase in threshold and impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).